Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump was under delivering. Customer also reported high blood glucose level of 347mg/dl. This was treated by changing infusion site and gave insulin. Customer reported they had not contacted their healthcare professional regarding the high blood glucose. The insulin pump will be returned for analysis and a replacement pump will be sent.